Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl) and diabetic ketoacidosis (dka) in early (B)(6) 2016; however, no specific date was provided. Customer indicated that health care provider (hcp) was contacted and advised customer to administer a bolus, set a temporary increased basal rate, and administer insulin injections to treat bg levels and dka. Customer did not go to the hospital for this event. Recommendation was made to contact hcp for future bg events and contact tandem technical support to perform troubleshooting for future bg events.